Event description:
At about 2 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to hinge components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 june 2024 lot 2318604: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 2028-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: batch review performed on 10 june 2024: gmk-sphere 02.12.0003l femoral component sphere cemented size 3 l (k121416) lot 2336388: (B)(4) items manufactured and released on 25-oct-2023. Expiration date: 2028-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12. E001rp patella resurfacing size 1 e-cross (k202022) lot 2318805: (B)(4) items manufactured and released on 20-oct-2023. Expiration date: 2028-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12. E0210fl tibial insert fixed sphere flex size 2/10 mm l e-cross (k202022) lot 2341892: (B)(4) items manufactured and released on 16-nov-2023. Expiration date: 2028-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.